Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, arcing on the pch instrument was seen. Although, no patient harm, adverse outcome or injury was reported, the cause of the arcing is unknown. In addition, if the issue were to recur, it could cause or contribute to an adverse event. System log investigation: a review of the instrument for the permanent cautery hook instrument (part #420183-15/lot#n10200224/sequence#655) associated with this event has been performed. Per logs, the permanent cautery hook instrument was last used on 07-aug-2020 on system #sh0768. The alleged event occurred on the first use of the instrument and has 9 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A system log review was performed, but no errors related to this event would exist in the logs. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the permanent cautery hook (pch) instrument was shorting out, and arcing was seen at the wrist of the instrument when energy was used. The customer attempted to clean the tip of the instrument several times but the issue was not resolved. The energy settings were at 38/38 and the instrument had 9 lives remaining. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the instrument and cannula were inspected prior to use and no damage was noted. Per procedure, the customer usually uses a pin gauge to inspect the cannula but the nurse could not confirm that it was used this time. The arcing/sparks were seen when the surgeon was dissecting near the portal vein while using monopolar coagulation and the instrument was in contact with the tissue. The customer was using a valley lab generator and confirmed the settings (cut:38 and coag:38). The instrument was in use for about 2 hours before arcing occurred. The pch instrument was removed with a strengthened wrist before the arcing event and it did not collide with other instruments or tools. A fenestrated bipolar forceps and a double fenestrated bipolar forceps were also used during the event. Arcing did not cause injury to the patient. The patient did not return to the hospital due to any complications related to the acing event.